Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced recurrent nocturnal hypoglycemia during the initial algorithm learning period after a factory reset, with one documented blood glucose value of 49 mg/dl and questions regarding pausing or disconnecting the system; the user was counseled on the learning phase and the risks of repeated pauses or disconnections, and was advised to review targets with their healthcare provider. Symptoms included hypoglycemia with impaired awareness during sleep requiring assistance to awaken but self-treatment once alert. Outcomes included stabilization of blood glucose after oral carbohydrate intake and user plan to set nighttime alarms while the algorithm adapts. Investigation included complaint intake, user education and troubleshooting regarding algorithm behavior and alert management. Investigation of this case revealed no device malfunction reported and suggested that the hypoglycemia occurred during the expected learning period, with user behavior and timing potentially influencing control rather than a component failure. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.